Event description:
It was reported that the patient heard an alert every 4 hours and presented to the cardiologist. After follow up, the patient was admitted for a lead replacement. It was noted that at the lead revision the lead was kinked and the physician was not able to push the stylet distal to the kinking. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression. The analyst visual comment indicated the lead appears to have been implanted with a bend at the fracture location. There is a slight distortion of the outer tubing due to the lead taking a "set" to this bend. However, it does not affect the performance of the lead.